Event description:
Implanted valve was explanted due to crack at the joint between the anti-siphon device and the valve housing. It was also reported that the valve may have been bent in an attempt to fit the device into the surgical site during implantation.